Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture, and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2020-04873 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted for bile duct drainage during an endoscopic ultrasound (eus) guided biliary drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the hot axios stent (the subject of MFR. Report # 3005099803-2020-04873) was deployed, however, it was noted the internal flange migrated, and was no longer correctly positioned in the common bile duct. The stent was removed with the guidewire remaining in position. Reportedly, a 10mm wallflex biliary covered stent (the subject of this report) was advanced over the guidewire but it could not be passed into the upstream biliary tree and guidewire access was lost. The procedure was not completed and it is unknown if there were any interventions performed to close the puncture site. No patient complications were reported as a result of this event.